Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that within a minute she received three bg readings with her dario meter that were higher than her non-dario meter, with her first bg reading being 100 mg/dl higher than her non-dario meter. The user reported receiving a bg reading of 98 mg/dl from her non-dario meter.

Manufacturer narrative:
After receiving an email from dario's representative, detailing troubleshooting steps for the user, the user replied by email, requesting to cancel her dario account. The user stated that she was using a new cartridge of strips, however, refused to attempt any troubleshooting and was not interested in continuing the use of the dario meter. There is not enough information available to further investigate this case. Therefore, no resolution is available.